Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a quantity of three rt100 adult dual heated breathing circuits were open circuits. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in both the inspiratory and the expiratory tubes of the three returned rt100 adult dual heated breathing circuits was tested using a multimeter. A continuity test was used to locate the break in the heater wires. Results: no fault was found with the heater wires of the expiratory tubes. The inspiratory heater wires were open circuits due to a break in connection between the heater wires and pins that crimp to the heater wires. A lot check revealed two other complaints of this nature for lot number 100616. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).